Event description:
It was reported that "the clip did not grip enough over the artery and fell down even if it looked well closed."

Manufacturer narrative:
When evaluation results are completed. I will file a supplemental report.